Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.

Event description:
It was reported that a CT scan demonstrated a detached filter arm. A filter retrieval procedure was performed, a snare device was used to successfully capture and retrieve the filter and detached arm without incident. There was no reported patient injury.